Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-feb-25 (B)(4) (con): it was reported that their current device worked, but during their procedure to receive their device the surgeon nicked their nerves in their face and they looked like a stroke victim due to the paralysis that their face experienced. Patient also stated that due to the amount of scar tissue that they had, the surgeon nicked their vocal cords and esophagus. The patient reported that they had to go through speech and swallowing therapy to return to normal. See (B)(4) for report of lead being broken see (B)(4) for report of implant shocking them and depletion.